Event description:
New information received notes that another instance of post-paced t wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow-up with stored episodes of non-sustained rv oversensing. The device was programmed to the v bipolar stored egm configuration. The oversensing was not reproducible real-time and there were no lead measurement anomalies observed. The patient was not pacemaker dependent. The v stored egm configuration was changed to v sense amp and no further device changes were made. The patient continued to be monitored with routine follow-up by physician.